Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the delivery of a 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds), the device was stuck to an 8f 90cm multipurpose (mpa) 1 guiding catheter and the entire balloon segment became separated during advancement. The sds separated while still inside of the 8f mpa guiding catheter; however, the separated segment did not migrate into the patient¿s vessel. The stent itself did not fracture and the entire delivery system was removed by removing the 8f mpa guide catheter and the delivery system together as a unit. The separated segment of the delivery system remained inside of the guide catheter during removal and the stent was still attached to the separated segment that was removed. A new 5mm x 15mm 142cm palmaz blue .014 sds was then used without issue and was successfully implanted to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 85% stenosed lesion in the vertebral artery which was not reported as a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink or bend at any point prior to being impeded within the mpa guiding catheter. There was no observed damage to the 8f mpa guiding catheter and the 8f mpa guiding catheter was used to complete the procedure. Prior to use, it was confirmed that the sent was properly mounted onto the stent delivery system. The balloon of the sds was not inflated or partially inflated prior to inserting the device. Negative pressure was not applied to the sds, and the inflation device was in the neutral position as the device was being advanced. Information clarifying the removal of the 5mm x 15mm 142cm palmaz blue .014 sds is still pending. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: during the delivery of a 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds), the device was stuck to an 8f 90cm multipurpose (mpa) 1 guiding catheter and the entire balloon segment became separated during advancement. The sds separated while still inside of the 8f mpa guiding catheter; however, the separated segment did not migrate into the patient¿s vessel. The stent itself did not fracture and the entire delivery system was removed by removing the 8f mpa guide catheter and the delivery system together as a unit. The separated segment of the delivery system remained inside of the guide catheter during removal and the stent was still attached to the separated segment that was removed. A new 5mm x 15mm 142cm palmaz blue .014 sds was then used without issue and was successfully implanted to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 85% stenosed lesion in the vertebral artery which was not reported as a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink or bend at any point prior to being impeded within the mpa guiding catheter. There was no observed damage to the 8f mpa guiding catheter and the 8f mpa guiding catheter was used to complete the procedure. Prior to use, it was confirmed that the sent was properly mounted onto the stent delivery system. The balloon of the sds was not inflated or partially inflated prior to inserting the device. Negative pressure was not applied to the sds, and the inflation device was in the neutral position as the device was being advanced. The product was returned for analysis. One non-sterile 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds) was received for analysis inside a plastic bag. Neither stent was returned for evaluation nor the mentioned concomitant 8f 90cm multipurpose (mpa) 1 guiding catheter used in the procedure was received. Per visual analysis of the blue/aviator/plus 5x15/142p pk, white crystals were observed on the balloon. Nonetheless, neither separation nor damages were noted on the received unit. Per functional analysis an insertion/ withdrawal test was successfully performed on the unit. The sds was introduced into an 8f lab sample guiding catheter and neither impeded nor anomalies observed during the insertion / withdrawal. A dimensional analysis was performed to measure the od of proximal balloon seal as well as the body shaft od and the results were found within specification. The white crystals were analyzed and determined to be formed from a heparinized saline solution with iodine contrast. A product history record (phr) review of lot 82218091 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)- impeded - in patient¿ and ¿stent delivery system (sds)- separated - in patient¿ was not confirmed by analysis of the returned device since neither separation nor damages were noted. The exact cause of the reported events could not be confirmed. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Caution: if strong resistance is met during advancement or withdrawal of the stent system, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, secure the stent system to the gc; then remove the gc and stent system as a single unit.¿ the device performed as intended and therefore could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, during the delivery of a 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds), the device was stuck to an 8f 90cm multipurpose (mpa) 1 guiding catheter and the entire balloon segment became separated during advancement. The sds separated while still inside of the 8f mpa guiding catheter; however, the separated segment did not migrate into the patient¿s vessel. The stent itself did not fracture and the entire delivery system was removed by removing the 8f mpa guide catheter and the delivery system together as a unit. The separated segment of the delivery system remained inside of the guide catheter during removal and the stent was still attached to the separated segment that was removed. A new 5mm x 15mm 142cm palmaz blue .014 sds was then used without issue and was successfully implanted to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 85% stenosed lesion in the vertebral artery which was not reported as a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink or bend at any point prior to being impeded within the mpa guiding catheter. There was no observed damage to the 8f mpa guiding catheter and the 8f mpa guiding catheter was used to complete the procedure. Prior to use, it was confirmed that the sent was properly mounted onto the stent delivery system. The balloon of the sds was not inflated or partially inflated prior to inserting the device. Negative pressure was not applied to the sds, and the inflation device was in the neutral position as the device was being advanced. The device was not returned as expected.

Manufacturer narrative:
Complaint conclusion: during the delivery of a 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds), the device was stuck to an 8f 90cm multipurpose (mpa) 1 guiding catheter and the entire balloon segment became separated during advancement. The sds separated while still inside of the 8f mpa guiding catheter; however, the separated segment did not migrate into the patient¿s vessel. The stent itself did not fracture and the entire delivery system was removed by removing the 8f mpa guide catheter and the delivery system together as a unit. The separated segment of the delivery system remained inside of the guide catheter during removal and the stent was still attached to the separated segment that was removed. This was during a procedure to treat an 85% stenosed lesion in the vertebral artery which was not reported as a chronic total occlusion (cto). A new 5mm x 15mm 142cm palmaz blue .014 sds was then used without issue and was successfully implanted to complete the procedure. There was no reported injury to the patient. The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink or bend at any point prior to being impeded within the mpa guiding catheter. There was no observed damage to the 8f mpa guiding catheter and the 8f mpa guiding catheter was used to complete the procedure. Prior to use, it was confirmed that the sent was properly mounted onto the stent delivery system. The balloon of the sds was not inflated or partially inflated prior to inserting the device. Negative pressure was not applied to the sds, and the inflation device was in the neutral position as the device was being advanced. The product was not returned for analysis. A product history record (phr) review of lot 82218091 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) impeded - in patient¿ and ¿stent delivery system (sds) separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity. Do not attempt to remove or readjust the stent on the delivery system. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon.¿ procedural or handling factors may have contributed to the reported event a risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b3, d8, d9, g3, g4, g6, h1, h2, h3, and h10. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the delivery of a 5mm x 15mm 142cm palmaz blue .014 peripheral stent delivery system (sds), the device was stuck to an 8f 90cm multipurpose (mpa) 1 guiding catheter and the entire balloon segment became separated during advancement. The sds separated while still inside of the 8f mpa guiding catheter; however, the separated segment did not migrate into the patient¿s vessel. The stent itself did not fracture and the entire delivery system was removed by removing the 8f mpa guide catheter and the delivery system together as a unit. The separated segment of the delivery system remained inside of the guide catheter during removal and the stent was still attached to the separated segment that was removed. A new 5mm x 15mm 142cm palmaz blue .014 sds was then used without issue and was successfully implanted to complete the procedure. There was no reported injury to the patient. This was during a procedure to treat an 85% stenosed lesion in the vertebral artery which was not reported as a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU) without difficulty. The device did not kink or bend at any point prior to being impeded within the mpa guiding catheter. There was no observed damage to the 8f mpa guiding catheter and the 8f mpa guiding catheter was used to complete the procedure. Prior to use, it was confirmed that the sent was properly mounted onto the stent delivery system. The balloon of the sds was not inflated or partially inflated prior to inserting the device. Negative pressure was not applied to the sds, and the inflation device was in the neutral position as the device was being advanced. The device has now been returned.